Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a minimum fill issue with the pump. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to contact the customer to complete troubleshooting; however, no additional information was provided.